Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) pushed back through the insertion wound. It was further reported the icm patient experienced an infection around the site of the wound. The icm will be explanted. No further patient complications have been reported as a result of this event.